Event description:
No additional information received from customer

Manufacturer narrative:
Updated fields: d8, d9, h2, h3, h4 & h6. The product was returned in its original package, opened. The product analysis was unable to confirm the user request; there were no functional issues with the device. Moreover, the device was visually inspected and discovered no damages. There was a brownish residue at the distal end, but it is likely dried blood from normal use. However, a root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the injector and sheathset had no fluid coming out of the injection needle. The issue occurred during an unknown therapeutic procedure, while the item was inside the patient. There were no reports of patient harm.